Event description:
During verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code and it was noted that the device had exposed wires.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.